Event description:
It was reported tthat the surgeon inserted an aa4204vf silicone single piece lens and the injector tore the lens. The lens was cut out of the eye to remove and there was no report of any pt injury. Add'l info has been requested from the facility but to date none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic and the lens optic were torn. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.